Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fire fighter paramedic responded to a cardiac arrest patient and when he attempted to remove the stylet from the bdio needle, the stylet became stuck. I me with the paramedic yesterday, (B)(6) when the ems call occurred and he was not 100% sure if he twisted the bd io to remove the stylet or if he removed it by pulling straight back. He then started an ic on the patient that had rosc and was transported by the local 911 provider.